Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A labeling review identified that this device was used per the boston scientific wallflex biliary fc benign stricture study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures. Pain is listed as a potential complication in the dfu. Therefore, the most probable root cause is anticipated procedural complication.

Manufacturer narrative:
(B)(4). (B)(4) - hospitalized. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6), 2010, as part of the (B)(6) study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in 2001. On (B)(6), 2010, liver function tests were performed and recorded. On (B)(6), 2010, baseline biliary obstructive symptoms were assessed and included; right upper quadrant pain, jaundice, dark urine and pale stools. A pre-study stent placement cholangiogram revealed a distal biliary stricture. A sphincterotomy was performed prior to this procedure, but not during the procedure as the stricture had been previously dilated with one plastic stent. The previously placed plastic stent was removed prior to study stent placement. The 10 x 40mm stent was deployed in a satisfactory position across the stricture. There were no issues reported by the study site regarding the delivery of the stent. The patient was treated as an inpatient and discharged the same day on (B)(6), 2010. On (B)(6), 2010, eleven days post stent placement, during a follow up procedure, the patient complained of mild central abdominal pain. No treatment was provided, and the pain was reported as unresolved. Per the investigator, the pain was unrelated to the stent placement. Also on (B)(6), 2010, the patient experienced nausea. No treatment was provided, and the nausea was reported as unresolved. Per the investigator, the nausea was unrelated to the stent placement. On (B)(6), 2010, thirty days post stent placement, during another follow up procedure, the patient experienced severe worsening abdominal pain. Per the investigator, the pain was related to the stent placement; therefore the patient was admitted to the hospital. It could not be confirmed if the patient received medical treatment. On (B)(6), 2010, the patient was discharged as the pain was considered to be resolved. On (B)(6), 2011, the following additional information was reported to boston scientific: on (B)(6), 2010 examination of the upper digestive tract was found to be normal. Due to the patient's anatomy, the study stent was partially obstructing the wirsung duct. The patient was catheterized and two new pancreatic stents of 5cm / 7 french and 8.5 french were implanted. The study site suggested that the patient proceed in nine months with the removal of the biliary and pancreatic stents.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (b(6) 2010, as part of the (B)(4). According to the complainant, the patient was diagnosed with chronic pancreatitis in 2001. On (B)(6) 2010, liver function tests were performed and recorded. On (B)(6) 2010, baseline biliary obstructive symptoms were assessed and included; right upper quadrant pain, jaundice, dark urine and pale stools. A pre-study stent placement cholangiogram revealed a distal biliary stricture. A sphincterotomy was performed prior to this procedure, but not during the procedure as the stricture had been previously dilated with one plastic stent. The previously placed plastic stent was removed prior to study stent placement. The 10 x 40mm stent was deployed in a satisfactory position across the stricture. There were no issues reported by the study site regarding the delivery of the stent. The patient was treated as an inpatient and discharged the same day on (B)(6) 2010. On (B)(6) 2010, eleven days post stent placement, during a follow up procedure, the patient complained of mild central abdominal pain. No treatment was provided, and the pain was reported as unresolved. Per the investigator, the pain was unrelated to the stent placement. Also on (B)(6) 2010, the patient experienced nausea. No treatment was provided, and the nausea was reported as unresolved. Per the investigator, the nausea was unrelated to the stent placement. On (B)(6) 2010, thirty days post stent placement, during another follow up procedure, the patient experienced severe worsening abdominal pain. Per the investigator, the pain was related to the stent placement; therefore the patient was admitted to the hospital. It could not be confirmed if the patient received medical treatment. On (B)(6) 2010, the patient was discharged as the pain was considered to be resolved.